Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 500 mg/dl at the time of the incident. The customer used the pump to treat. The customer experienced symptoms such as feeling sick. The customer was wearing the insulin pump during the incident. The customer had a no delivery alarm on the day of the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.